Event description:
It was reported that the right ventricular (rv) lead impedance has gradually risen. It was also reported that there were ventricular high rate episodes which showed what appears to be noise with short ventricle-ventricle intervals. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5594 implantable pacing lead (B)(6) 2002. (B)(4).